Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and could not get the lens to center in the pt's eye. The incision was enlarged to remove the lens and a vitrectomy was performed. An acl was implanted and sutures closed the wound. The reporter stated, the incident was due to a pre-existing pt condition and their facility does not use staar's phacoemulsification equipment.

Manufacturer narrative:
Evaluation results-visual inspection of the returned product showed that the optic was torn and both haptics were bent. There was a clear surgical residue on the lens.